Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings were found due to normal wear, temperature slightly above specifications, some joints are loose.

Event description:
Device was returned for an unknown reason. During service, technician found that joint and screw were loose, temperature was slightly above specifications; ball bearing did not function.